Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included migraine headache. Concurrent conditions included perineal pain. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), naproxen and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In march 2012, the patient experienced headache ("headaches"), nausea ("nausea"), migraine ("migraines") and genital haemorrhage ("abnormal bleeding(general)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), painful menstrual cycle"), back pain ("back pain"), alopecia ("hair loss") and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced abdominal distension ("hormonal changes describe: bloating"). In (B)(6) 2014, the patient experienced urinary tract infection ("uti"). In (B)(6) 2018, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, heavy menstrual bleeding, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, abdominal distension, headache, nausea, vision blurred, weight increased, vaginal haemorrhage, migraine, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6)2010 now it is reported (B)(6) 2012, (B)(6) 2012. Plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain,bladder problems, uti, vaginal infection ,vaginal discharge. Current weight 191 lbs. Discrepancy noted on essure insertion date- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Case becomes an incident. Removal was added. Removal date and reporters, concurrent conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.